Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats lobectomy. According to the reporter: the jaw of the reloads closed and could not open again. This occurred prior to use on patient. There was no tissue loss or tissue damage. There was no blood loss of 500cc's or more. There was no delay in surgery of over 30 minutes. The patient has been discharged from the hospital.